Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during therapy. The technical service representative (tsr) instructed to cycle the power on the hc to clear the alarm. The tsr instructed the hp to restart with new supplies or do manual bags. There was no adverse event associated with this report. No additional information is available.